Event description:
Facility alleges bleeding from fistula needles. Staff reported nmc fistula needles were used for dialysis treatment. Bleeding was noted from venous insertion site. Staff was not able to return the patient's blood and after removal of the venous needle, the site continued to bleed for one hour in spite of direct pressure being applied. The patient had to return the next day for an additional treatment. Estimated blood loss:300cc.